Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 176 mg/dl, 140 mg/dl, 210 mg/dl, 183 mg/dl, 112 mg/dl, and 119 mg/dl. The customer reported feeling "more like a hypoglycemic" with these results. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.